Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified solution at an unspecified rate via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified location of the primary tubing set for a piggyback delivery of an unspecified solution. It was reported that after the secondary delivery was started, no flow of solution was noted. The secondary tubing set was replaced and therapy was initiated. There were no reports of adverse patient effects and no reported delay in critical therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.